Event description:
Info received indicates that impact bent the pump's platen door.

Manufacturer narrative:
Investigation found that impact bent pump's platen door. Platen was replaced to resolve issue.